Event description:
It was reported that the insulin gauge was inaccurate. Customer was unable to resolve the issue and will continue to use the current pump for insulin therapy; a replacement pump was sent. Customer¿s blood glucose level was 237 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.